Event description:
It was reported that the patient underwent laparotomy procedure on an unknown date and suture was used. The patient is thought to have a hypersensitivity or allergy to the suture. Post-operatively, the patient tested positive for infection with staph a and staph e in the subcutis. The surgeon opines there is no correlation between the suture and the infection. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.